Event description:
Information was received regarding a cadd duodopa pump. It was reported that the nurse called via duodopa-hotline and reported that the pump displayed error code lec 1270. The pump will be exchanged. The pump has been with the patient since (B)(6) 2020. It is unknown if there was patient, or clinician injury associated with these occurrences. No further details provided at this time.